Event description:
It was reported that during an unk procedure, the device tore. The case was completed with another device. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.